Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump history was inaccurate and indicated a data log corruption. The customer's blood glucose (bg) level was in the 600 mg/dl range with a high level of ketones. Insulin injections were used to address the bg level and the customer was to use the injections to manage diabetes. The customer declined tandem technical support's offer to follow-up.